Event description:
Caller states that the patient tested 3.6 inr on the device while a lab draw 15 minutes later produced a result of 2.6 inr. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.